Manufacturer narrative:
Please refer to the attached investigation report.

Event description:
The subject device was connected to a lead (tilda, sn (B)(4)). The lead was capped due to high impedance and non-capture.

Event description:
The subject device was connected to a lead (tilda, sn (B)(4)). The lead was capped due to high impedance and non-capture.